Event description:
It was reported when transferring the patient on to the table it tilted the nurse was able to catch the patient before falling.

Manufacturer narrative:
Field service engineer found the head end 180-degree rotation lock switch out of calibration. Medical center has not been properly maintaining their table with trained and certified personnel, which can lead to unknown operating conditions as well as patient safety issues. Training records does not show any trained or certified personnel at the medical center.

Event description:
It was reported when transferring the patient on to the table it tilted the nurse was able to catch the patient before falling.